Event description:
It has been reported to philips that motorized movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a neurovascular diagnosis procedure was continued when the issue happened. The procedure was completed as planned at the time of event. The philips field service engineer (fse) visited onsite and confirmed motorized movements were unavailable. Upon troubleshooting fse found issue occurred due to some non-permitted movement. To resolve the issue, fse readjusted the table movements and reviewed the operation. After adjustment table movements, the system returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. If the motorized movements of the table do not work as intended, the c-arm, patient, or staff can be repositioned in a way that allows for the procedure to continue. The table can be manually panned down from hip to toe for single exposure peripheral imaging. If the table height cannot be adjusted the stretcher height can be placed at the height of the table in cases of patient transfer. The loss of motorized table movement is not likely to prevent the user from continuing the procedure. Therefore, the loss of motorized movement of the table is not likely to cause to contribute to a death or serious injury. This event would not be reportable. The codes were updated based on the investigation outcome.